Event description:
The customer reported this ventricular lead exhibited noise, loss of capture and low impedance measurements of 200 ohms. The lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported. The lead was actively implanted for approximately 10 years.

Manufacturer narrative:
The lead was surgically abandoned (capped) and successfully replaced, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. To date, there have been no adverse patient effects reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.